Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd bbl¿ macconkey ii agar there was contamination of seven plates. No patient impact reported. The following information was provided by the initial reporter: "customer reports the plate was contaminated upon delivery. Bacteria - colony color was pink. 20 count received, pulled 7 from use."

Manufacturer narrative:
H.6. Investigation summary: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3125043 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history record was reviewed, and no other complaints have been taken on batch 3125043. Retention samples from batch 3125043 were not available for inspection. Twenty plates from batch 3125043 were returned as two unopened sleeves shipped in a box with paper padding. Plates were inspected and 0/20 plates had microbial growth (time stamps 0306 and 0330). Two photos also were received for investigation. One photo features the batch information from a carton label of batch 3125043. The other photo shows the bottom of a plate from batch 3125043 (time stamp 0733) with growth in the plate. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are part of the implementation with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. Bd will continue to trend complaints for contamination. H3 other text : see h.10.

Event description:
It was reported that prior to using bd bbl¿ macconkey ii agar there was contamination of seven plates. No patient impact reported. The following information was provided by the initial reporter: "customer reports the plate was contaminated upon delivery. Bacteria - colony color was pink. 20 count received, pulled 7 from use.".